Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient stopped taking amiodarone due to liver shock. Additionally, the patient returned to the operating room due to tamponade where large amounts of bloody fluids were present in the pericardium.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported bleeding and liver shock could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2018, when the patient expired (refer to MFR. Report # 2916596-2020-02666). The device was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding and hepatic dysfunction as adverse events associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018 via ifs order number (B)(4). No further information was provided. The manufacturer is closing the file on this event.